Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair. To date no further details have been provided.

Event description:
The customer reported that the ventilator shut down while in use on patient. The customer reported that the unit was in use on patient, but there was no patient harm.

Event description:
The customer reported that the ventilator shut down while in use on patient. The customer reported that the unit was in use on patient, but there was no patient harm.